Event description:
It was reported that a spectrum pump did not recognize that the door was shut. This occurred during testing at the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the device not recognizing closed door was not reproduced. A review of the event history log revealed 'door jammed!' Messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the loose upper latch pin screw and the setup of upper link screw was not proper. The link requires setup to address the issue. Should additional relevant information become available, a supplemental report will be submitted.